Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/25/2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using an omnipod 5 insulin pump at the time of the event. The patient reported that her cgm was displaying elevated glucose readings, though she was unable to provide specific cgm values. She stated that the cgm readings were higher than her actual blood glucose levels, which triggered excessive insulin delivery from her omnipod insulin pump. Subsequently, she developed hypoglycemic symptoms, including excessive sweating and near loss of consciousness (presyncope), prompting her to call 911. Upon arrival, emergency medical services (ems) obtained a fingerstick blood glucose (fsbg) of approximately 32 mg/dl. The patient was unable to check or recall the cgm reading at that time. Ems administered intravenous (IV) glucose, after which her blood glucose began to increase, and she was transported to the emergency department (ed). In the hospital, the patient was monitored for approximately five hours and reported experiencing low blood pressure during observation. Prior to discharge, her blood glucose was noted to be elevated (exact value not available), and she was treated with an insulin injection. She was discharged the same day. No other details were reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.